Event description:
During a procedure the subject device was inserted into a renegade - 18 microcatheter and resistance was felt. Although, attempts were made to pull it back, it could not be retrieved and became stretched. The pt was reported in good condition.